Event description:
It was reported that the patient has a scs by abbott and the battery has been replaced once. Reference number: (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).